Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent under-sensing. It was further reported that the implantable pulse generator (ipg) exhibited under-reporting of atrial tachycardia/atrial fibrillation (at/af) episodes. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received medication and was converted to sinus rhythm.